Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and audio/beep anomaly. The customer's blood glucose value was 207 mg/dl. The customer stated that the pump emitted a low hum and he cannot get any buttons to respond. The customer stated that the time does not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. Device was received with operating currents within specifications. Device passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was monitored and no high pitch tone noted. Device was received with cracked case at display window corners and minor scratches on lcd window.